Manufacturer narrative:
Concomitant medical devices: product ID: 3889-28, lot# va0te4m, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that patient was in the hospital due to numbness, tingling and weakness in both of her legs. The hospital requested MRI, but then stated they could not do MRI due to implant. Consumer wanted to make sure that was correct. Consumer stated they will most likely be doing a CT scan. The indications for use for this patient were bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.